Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the issue was caused by the clv-190. We speculate that b30 error had happened due to communication with the scope was not performed normally because there was a failure of the output connector unit of clv-190. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel to report their issue. Tac attempted to start trouble-shooting options; however, the customer informed him that he did not have time to trouble-shoot. Tac quickly provided the customer with a few possibilities to check on the device and offered to conference the customer in with the repair center, but the customer declined. Upon following up, the customer confirmed that he used another tower to complete the procedure and called in the bad unit to the repair center. At this time, the unit is not rescheduled to be returned. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was experiencing a b30 communication error with multiple scopes during a diagnostic procedure. Reportedly, the procedure was completed by using another tower and there was no patient impact.